Manufacturer narrative:
This report, MFR report # 1710034-2026-00281, is a duplicate report of MFR report # 1710034-2026-00279. It is to be cancelled. All events reported under MFR report # 1710034-2026-00281 have been properly documented and submitted under MFR report # 1710034-2026-00279

Event description:
No new information

Event description:
It was reported that the adaptr was defective. "There was 1 incident where it looked like one of the valves was pinched. There was no patient at risk at the moment.".

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.